Event description:
It was reported to boston scientific corporation that during a bladder stone procedure using an accumax 1000 laser fiber, the fiber burned back too quickly using a dornier laser. The laser settings are unknown. The procedure was completed with another accumax 1000 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The customer could not confirm that the tip of the fiber detached inside the patient.

Manufacturer narrative:
(B)(4) relate to fiber. The patient is reported to be over 18 years of age. Visual examination of the returned fiber revealed approximately 0.2 mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating a portion of the tip detached.